Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the burnt plastic distal end cover could occur if high energy endo therapy accessories are used without sufficient distance from distal end. However, no information was obtained when the user was requested to provide information on if they used the high energy endo therapy accessories or not repeatedly. Therefore, a definitive root cause could not be identified. Additionally, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is presumed that the foreign material could possibly be an antifoaming agent including simethicone. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: operation manual preparation and inspection, inspetion of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual using endotherapy accessories high-frequency cauterization treatment warning never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. Operation manual insertion air/water feeding and suction *air/water feeding warning nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited that the plastic distal end cover was burned and the air/water channel was clogged with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.